Manufacturer narrative:
Sent 06/24/1999. Event description: it was reported during a laparoscopic cholecystectomy using the er320 on the common bile duct and cystic artery the clip applier , every third firing, the clip would only close to the cholangio clip closing. The surgeon used grasper's to finish closing the clips. The surgeon continued to use the device ans graspers to complete the case. A clip is being returned. There was no consequence to the patient. Batch no: l48w1c, lot no: unk, qty invid: 1, warranty: no. Nature of call: question and result: clip in jaws, yes; damaged weld seams, no; damaged tube, no; damaged trigger, no; damaged floor, no; damaged other, no; jaws: inside width at tips, .185; firing: form conform, yes; lockout functional, yes; damaged handle shrouds, no; damaged tip shrouds, no; damaged jaws, no; damaged feed bar, no; damaged cutter, na; jaws: hold clip, yes; firing: feed conform, yes; number of clips fed and formed, 6 and antibackup functional, yes. Visual comment: the instrument was received in good condition. There was one clip sent in with the instrument. The clip was tear shaped. Functional comment: the instrument fired and formed the remaining 6 clips as designed. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and formed the remaining clips as designed. There were no anomalies noted with the formation of the clips. The returned clip was examined. It could not be be asertained as to what may have caused the clip to malform. Manufacturing and engineering have been notifed of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident asit occurs in order to continuously improve co's products.

Event description:
It was reported during a laparoscopic cholecystectomy using the er320 on the common bile duct and cystic artery the clip applier, every third firing, the clip would only close to the cholangio clip closing. The surgeon used grasper's to finish closing the clips. The surgeon continued to use the device and graspers to complete the case. A clip is being returned. There was no consequence to the pt.